Event description:
It was reported that the patient never achieved complete muscle tone reduction and that the catheter was fractured. An alarm was also reported due to low reservoir volume being reached. It was indicated that the patient was no longer using the pump and had been titrated down while using oral medications. Authorization was provided to have the pump turned off. It was reported that the health care provider (hcp) was attempting to turn the pump off but was unable to navigate to the screen due to a low reservoir volume needing a value entered. The non-critical alarm was heard and confirmed by telemetry. It was later reported that the cause of the event was due to a catheter break/hole/tear prior to entering the spine. It was indicated that the patient had an initial abdominal x-ray that identified the crack but no other studies were obtained. The patient symptoms were increased muscle tone upon presentation. It was noted that the patient's family elected to pursue selective dorsal rhizotomy for the patient rather than a catheter replacement. The patient was not hospitalized as a result of the event. The outcome of the patient was reported as no injury. The drug delivered via pump was lioresal.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).